Event description:
The customer reported the '12 lead' was not highlighted above the softkey. This was unexpected 12-lead ECG behavior. There was no report of pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.